Event description:
It was reported that this device system exhibited a red call doctor icon due to a high out of range shock impedance measurement. Upon further review, it was found that the shock impedance measurements were gradually increasing. Technical services (ts) recommended programming options and defibrillation threshold (dft) testing. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.